Manufacturer narrative:
The product analysis indicates that the reported issue could not be confirmed. The motor would not work and was stuck in the housing. The shaft key and housing were worn. The motor assembly, housing, shaft key and other small additional parts have been replaced. The handpiece was successfully tested to specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece became warmer than normal (overheated) and made a strange noise. There was no patient or user injury.